Manufacturer narrative:
Aortic valve degeneration. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic pericardial valve, implant duration fourteen (14) years five (5) months, is implanted in a patient who is being assessed for valve in valve procedure due to valve degeneration. Intervention has not yet taken place.